Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services discussed that after the reset the corrected the memory and that the device appeared to be operating normally.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a long charge time error code. An analysis of device data was performed. It was noted, that the device logged long charge time errors without indication of charging, after several errors a reset occurred which successfully corrected the error that appeared to be due to corrupted ram firmware. Ts noted that the device appears to now be operating normally and that no further action was necessary. This s-ICD remains in service. No adverse patient effects were reported.